Manufacturer narrative:
(B)(4). Upon follow up, it was reported that fourteen days after onset, antibiotic treatment was discontinued and the patient had recovered from the peritonitis event. The patient was discharged from the hospital the following day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported as "poor environment"; however no breach in aseptic technique was reported, therefore the cause of the event was assessed as unknown. On the day of the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazolin 1 g daily (duration not reported) and intraperitoneal fortum 1 g daily (duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.